Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the contact pin was bent and the test could not be completed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. This was further defined as user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event it was reported that during pre-surgery, it was observed that the electric pen drive device and cable to console device were not working while in use together. There were no delays to the planned surgical procedure. It was reported that spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.